Event description:
The manufacturer service technician reported that the device had a component missing while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
It was determined after receiving further clarification from receipt of the device that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event. The piece of the device that was originally described as being separate from the device was verified to be the rubber boot. The rubber boot has been determined by the manufacturer that it would not share the same potential risk and harm as another smaller or unknown component as originally described.

Event description:
The manufacturer service technician reported that the device had a component missing while it was being serviced at the user facility. There were no adverse consequences related to this event.